Event description:
It was reported that the patient was presented in clinic for post implant follow-up. Device interrogation revealed poor sensing and capture on the right atrial lead. X-ray was performed and confirmed the lead was dislodged. It was also noted that the patient was experiencing pocket stimulation. The lead was repositioned. The patient was stable.